Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: an investigation was performed on retention products for the reported lot number. Retention devices were tested with clinical hcg-negative urine. Results were read at 3 minutes and all devices produced expected negative results. No false positives were observed. Manufacturing batch record review did not uncover any abnormalities. A root cause for the reported issue could not be determined from the available information.

Event description:
It was reported that false positive occurred when using the hcg cassette, serum hcg quant was negative for pregnancy. Additional testing of the urine sample may have indicated an interference. Customer unable to provide further information. Although requested, no further information has been received.